Event description:
Unomedical reference number: (B)(4). Event occurred in the united state. The patient have reported that the infusion sets fell off 4 times during use on (B)(6) 2024, (B)(6) 2024. It was confirmed that the infusion set was in use for 12 hours, 12 hours, 2 hours and 2 hours respectively. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).